Event description:
It was reported that during a robotic radical prostatectomy procedure, the device was loaded and fired. The cartridge came out during firing and fell into the patient. It was retrieved. Once removed, it was noted that the device had cut but not stapled the tissue. It was not fired across a vascular structure. The procedure was completed with competitor device without impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.